Event description:
N/a.

Manufacturer narrative:
DHR not possible - unknown lot number. Failure analysis - biological debris was found on the cam/ball arm assembly and on the rotating construct and on the ruby ball and the ruby seat. This debris was stopping the ruby ball from sitting cavity on the seat of the ruby ball. No root cause could be determined for the reported infection as the lot number was unknown. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a certas plus valve was obstructed and revised. The valve was implanted via vp due to secondary normal pressure hydrocephalus on (B)(6). The initial setting was 6. The surgery was operated when the patient¿s condition was unstable. The infection occurred when a ventricular drainage was implanted. Therefore the valve was removed and valve obstruction was confirmed. The l-p shunt surgery was performed. She is under monitoring. The sales rep will visit the hospital on (B)(6) 2019. The revision will be performed depends on the patient¿s condition.